Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly (a cocked stopper in the shield assembly) was observed. Additionally, ninety (90) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly (a cocked stopper in the shield assembly) based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 70 bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes the stopper was difficult to pierce. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english:defect: the nurse found that the blood collection needle could not be inserted during use, and the inspection found that the stopper was in the wrong position, and the rubber stopper was in the middle of the blood collection tube head covereffects: no other adverse effects on patients.